Event description:
50 yr old mult trauma for CT of abdomen, air bolus occurred during injection of dye. Pt transferred to ICU and intubated on vent. Power injector needs some safety mechanisms in place so the staff can't give air instead of dye.